Event description:
It was reported that a spectrum pump turned off and no alarm sounded during an infusion of heparin. A replacement pump was used and the device was removed from service. It was also reported the pt had a recheck of blood tests related to heparin administration, but no injury related to the interruption.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.